Event description:
It was reported that the right ventricular (rv) lead had greater unipolar impedance (369 ohms) than bipolar impedance (205 ohms). Also, the patient had pocket stimulation with unipolar pacing. The rv lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.